Event description:
The facility reported that while lowering the patient into the bath, the device continued to lower, even after the button on the handset was released. The patient glided further into the bathtub and his head went under the water. The nurse held the patient above the water surface and asked for help. Another person operated the emergency cord to stop the lift, and the patient was removed from the bathtub.

Manufacturer narrative:
As the handset is not available for investigation, the manufacturer is not able to set a formal root cause for this incident. The manufacturer has concluded it is most likely that the handset button was jammed. The emergency cord worked as intended. The manufacturer recommends retraining of the staff to the operating instructions regarding using the emergency cord in an emergency situation and draining water from the bath. The unit had been repaired before the manufacturer was aware than an incident had happened.